Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 75 mg/dl and subsequently bit their tongue. Cause was not known. Customer went to the emergency room (ER). Customer was treated intravenously with saline and was released the same day with the issue resolved. The customer continued to use the pump for insulin delivery.